Event description:
The customer contact reported a disconnection. An unspecified primary tubing set was being used to deliver unspecified concentration of vancomycin. The male adapter of the primary tubing set was connected to the female adapter of a "blue port" on an unspecified extension set. The t connector of the extension set was connected to the pt's IV access site. After an unspecified length of the primary tubing set disconnect from the "blue port". The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.